Event description:
Patient was post op for lumbar fusion for ddd in lumbar area which was done on (B)(6) 2018. Patient started having drainage from incision starting on (B)(6) 2018. Had additional ed visits for wound drainage on (B)(6) 2018. On (B)(6) 2018 and ortho surgeon office visits for same issues on (B)(6) 2018, and (B)(6) 2018. Ortho surgeon decided on (B)(6) 2018 visit to take patient back to surgery on (B)(6) 2018. During surgery for post op drainage, ortho surgeon discovered the covidien polysorb 0 suture which was used had not held causing this problem. Surgery performed was I and d of lumbar wound, cultures lumbar wound and re-exploration of fusion l4-5 with (B)(6) growth. There was a large seroma but no evidence of abscess seen. There was some necrotic tissue in the fascia (4cm) which required to be debrided.